Event description:
Reference number (B)(4). Event occurred in the united arab emirates. On 19-jun-2024, it was reported that the patient faced leaking at infusion set tubing which further cause that tubing came apart at thigh. The infusion set was in use for one day. The patient reported that there was not stress or pull on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.